Event description:
The device was returned to the manufacturer, analyzed, and subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B)(4) testing revealed anomalous output conditions. The no output condition was the result of lifted hybrid bond wires. Analysis of the memory data revealed the device lead impedance measured opens on (B)(6) 2010 which is before the explant date of (B)(6) 2010. The one day discrepancy is because of the international date line. The device was removed in taiwan.

Event description:
Asku

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Corrected FDA act. #. Evaluation summary: (B)(4) testing revealed anomalous output conditions. The no output condition was the result of lifted hybrid bond wires. Analysis of the memory data revealed the device lead impedance measured opens on (B)(6) 2010 which is before the explant date of(B)(6) 2010. The one day discrepancy is because of the international date line. The device was removed in taiwan.